Event description:
It was reported that the light source displayed an e103 ignition error. The issue occurred during a therapeutic, transurethral resection of the prostate (turp) procedure. The procedure was completed with a similar device, with a 5 minute delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Troubleshooting was performed advising the customer to check the lamp usage indicator reading. It was recommended to replace the lamp, even if under 500 hours of use, and to closely observe the unit to avoid any patient risk. The manual states that the unit and tower should not be used for procedures if there are any doubts. The spare lamp is only to be used for emergencies when the exam lamp fails during a procedure and the scope needs to be withdrawn. The customer later reported that the issues with the light source had been resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, problems with the the light source were reportedly resolved, so it is likely that a faulty lamp caused the reported event. Olympus will continue to monitor field performance for this device.